Manufacturer narrative:
Please note that initial reporter address in section e has been corrected. On (B)(6) 2020 it was reported to an arjo representative that there was an incident at westminster towers located in rock hill, USA. It was stated that at the middle phase of the patient¿s transfer from a chair, when manipulating the lift over to the bed, right leg clip detached from a spreader bar attachment point (pin). As the consequence of the event the resident fell to the floor and sustained a laceration on a forehead requiring only first aid measures and a dressing. Fortunately, no further treatment was required. The patient made a visit to the hospital and returned the same night. The device involved in the event was maxi 500 passive floor lift, used with the passive clip sling during the resident¿s transfer. It was established that sling was manufactured in 2017-sep, so about 2 years before this incident occurred. The device evaluation performed by the arjo technician showed that both maxi 500 and passive clip sling were in a good condition. They were working as a system in accordance with the manufacturer¿s specification. It was also noticed, that the blue pads were added by the customer to the hanger bar. In the technician opinion, they might have been applied for the patients¿ protection. However, during the inspection it was revealed that the foam padding had no effect on the clips attachment stability - several attempts were made to recreate clip detachment and they all were unsuccessful. The instruction for use dedicated to the passive clip slings (04.sc.00-int1_2) includes procedure, how to attach and detach the clips step by step: ¿1. Place the clip on the spreader bar lug. 2. Pull the strap down. 3. Make sure the lug is locked at the top end of the clip. 4. Make sure the strap is not squeezed in between the clip and the spreader bar. 5. Make sure the straps are not twisted.¿ there is also mentioned: ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process¿. Based on our product knowledge and previously made simulations, we know that: - when the leg clip is not attached properly and it is under tension with the weight of the person in the sling, a resident can drop immediately after not being supported by the chair. - during transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. To sum up, the exact cause of the clip detachment could not be determine with certainty. However, there were no abnormalities found within the lift, nor the sling that could have caused or contributed to the alleged event and based on that it is most likely that the root cause can be related to the way the sling clip was applied on the device spreader bar. Foam padding was also applied on a hanger bar and this could have impacted a visibility of the spreader bar attachment point.. Maxi 500 and passive clip sling were used as system at the time of the event and played a role in the reported incident. No defect has been found within the lift nor the sling however, the clip detachment and patient fall occurred and from that perspective, the system did not work as intended. We decided to report this complaint to the competent authorities due to the circumstances: during transfer sling clip detached causing patient to fall off the sling and sustain non-serious injury.

Manufacturer narrative:
After the event arjo qualified representative visited the customer to conduct an interview and device evaluation. Both lift and the sling were found to be in a good condition. Several attempts were made to recreate reported clip detachment, however none of them was successful. Following the technician statement "could not find any cause of a possible mechanical malfunction". Additional information will be provided upon investigation conclusion.

Event description:
It was reported to an arjo representative that there was an incident with the involvement of maxi 500 floor lift and passive clip sling. Following information provided, during patient's transfer (female, (B)(6) years old, (B)(6) lbs) from a geri chair to a bed, when manipulating the lift over the bed, right leg clip detached from the lift spreader bar attachment point (pin). As the consequence of the event the resident fell off the sling to the floor. The patient made a visit to the hospital and returned the same night. The laceration (small cut on the forehead) which was sustained was properly disinfected and dressed. No further treatment was required.